Manufacturer narrative:
Health professional, occupation: unknown. No device was returned for evaluation. If the device is received, a follow-up report will be submitted upon completion of product evaluation.

Event description:
It was reported that "the ultrasound head makes crackling sounds when using on patients and smoke comes from the end of the ultrasound head. The smoke is white and noticeable." There was no injury reported.